Event description:
Epidural catheter in cath tray would not thread. Another catheter pulled from stock and inserted. After pt delivered, catheter pulled by crna and a 2 cm section missing. Appears to have been retained in pt.